Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) with an unknown cause. The customer attempted to resolve the issue by delivering correction boluses. Additionally, the customer went to the emergency room (ER) where intravenous insulin was administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where intravenous insulin was administered. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage and the issue resolved.